Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, granuloma and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii/IV, granuloma and seroma.

Event description:
Patient representative reported left side " intense muscle pain, breast discomfort, various inflammations and joint pains, stiffness, fatigue", intracapsular rupture, recall, capsular contracture baker grade iii/IV, silicone-induced granuloma, altered permeability and signs of silicone gel leakage, radial folds of usual appearance, peripheral laminar free fluid. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The reported, events of "intense muscle pain", "various inflammations and joint pains". And "fatigue". Have been deemed not related to the device.